Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828800pl) was returned for evaluation. Device history record (DHR) ¿ the product code 82-8800pl with lot 6604061, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve passed the test for programming, occlusion, leaks, reflux and pressure. . Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. No possible root cause for the issue reported by the customer could be determined as no defect was reported on the device. As noted in the investigation report, no functional issues were found with the valve during the investigation.

Event description:
A facility reported that a shunt revision was performed in a patient with a certas valve (ID (B)(6)) with unknown failure. A facility reported a certas valve (ID (B)(6)) malfunctioned (unknown failure) requiring revision surgery. No additional information was provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.